Event description:
It was reported that one lead was removed because ¿five points were invalid.¿ it was noted that during the procedure the anchor was removed and the insert came loose.

Manufacturer narrative:
Concomitant product: product ID neu_tlock_anchor, serial# unknown, product type accessory; product ID 37081-40, serial# (B)(4), product type extension; product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type accessory; product ID 3877-45, lot# 0206032379, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).